Event description:
Initially the customer's father called to report an alarm during the rewind. The father then stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. It was stated that the customer changed the infusion set the day prior to the hospitalization. Troubleshooting was not possible during the phone call, but the father stated that the basal rates were programmed correctly the last time he checked them. Advised the father that the insulin pump would be replaced due to the alarms. Advised the father to have the customer revert to a back-up plan.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery test due to the prime anomaly. No alarms during the rewind were noted. The insulin pump passed the displacement test.